Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during a procedure the armada 35 balloon dilatation catheter (bdc) was pressurized at the superficial femoral artery (sfa) lesion but failed to hold pressure. A leak was noted at the hub area. The device was removed and a different armada 35 was used to complete the procedure without issue. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and pressurized which confirmed a leak at the base of the strain relief tubing. A review of the complaint handling database found other similar incidents from this lot. Based on the reported information, abbott conducted root cause analysis and found the occurrence to be potentially related to a manufacturing and design issue. Further assessment of this issue per site operating procedures was performed. There is no evidence to suggest that the potential product deficiency effects inventory or distributed product. The performance of these devices will continue to be monitored.